Event description:
It was reported a patient presented with stable angina and following a coronary angiogram and pre-deployment femoral angiogram, a 6f angio-seal was used to seal the femoral arteriotomy. The patient experienced pain at the femoral site prior to discharge later that day. Four days later the patient returned with an infected right groin. An abscess was drained three days later and IV antibiotics, type and dose unk, were started. A change of practice was initiated. At discharge, the cath lab will start providing patients with the st. Jude medical patient information guide to ensure proper post care education. The patient was reported to be recovering.

Manufacturer narrative:
No product was returned for investigation. Review of the lot history record revealed no other incidents with this lot number. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the infection remains unk. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-aid and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema.